Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and no further malfunction occurred afterward. Customer was advised to continue using the pump and to call back if any issues arise again.